Event description:
As reported ,the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured. There was a pta, stent, or vascular graft in the common femoral artery .the mynx vcd was prepped according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2125702 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported,the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured. There was a pta, stent, or vascular graft in the common femoral artery .the mynx vcd was prepped according to the instructions for use. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position and exposed to blood. The syringe was disconnected. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the returned device. A product history record (phr) review of lot f2125702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.